Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2015, the health care provider contacted animas, alleging that on (B)(6) 2015, the patient¿s blood glucose reading was ¿low¿. No blood glucose value or any associated symptoms was reported. It was reported that on the event date, the patient received a prime of 60.5 units at a picnic and the prime history allegedly showed the same. Reportedly, the patient was treated with no information provided regarding the type of treatment the patient received. No additional information was provided and the reported issue remained unresolved. This complaint is being reported because the patient experienced hypoglycemia requiring medical intervention and a pump malfunction could not be ruled out as a contributor to the adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2015 device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported infusion issue was verified in the black box but not duplicate in the evaluation. Reviews of prime history showed that 60.53 units were delivered during a load cartridge or prime step on the event date. Black box data was not available for this date. The total daily delivery added up correctly and reflected the user¿s programmed basal rate. Caps were not returned and test caps were used in the evaluation. The pump powered up and functioned properly. No hypersensitive buttons were observed on the keypad. The pump delivery accuracy was found to be within specifications. A rewind/load/prime sequence was executed without any errors or alarms. The warning message ¿disconnect infusion set from your body!" Was displayed on the rewind screen and the message ¿be sure set is disconnected from your body¿ was displayed on the prime screen. A 24-hour basal exercise was executed without any incidences. A normal bolus and an audio bolus was delivered and recorded correctly. The pump casing was opened and no anomalies were found with the force sensor assembly. (B)(4)